Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus reprocessed the subject device according to the instructions for use (IFU) and re-culture testing was performed at the third-party labs where the results were: sampling date: (B)(6) 2023 sampling from: all channels. Cfu: 7cfu. Bacterial identification: micrococcaceae, bacillaceae. The device was evaluated where the customer reported event was confirmed. An additional potential adverse event was noted where white foreign material was found on the suction channel. The following non-reportable defects were also noted: - light guide rod lens (1x) --- cracked - channel mount --- scratched - mouthpiece --- scratched - air/water cylinder --- scratched - suction cylinder --- scratched - key top 1 --- pin hole - universal cord --- buckles - connector --- scratched - angulation --- does not meet specification - biopsy channel --- deformed however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to h6 the first supplemental report, "medical device problem code" was inadvertently left out. Please see h6 for further detail.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of citrobacter freundii. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive on november 22, 2023, for 111 colony forming units (cfus) of enterobacteria and pseudomonas aeruginosa, the suction channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.